Event description:
It was reported that a user experienced a connection loss between the ilet and a libre 3 plus cgm, after which the user was guided to toggle cgm settings between sensor types and rescan the sensor; the scan succeeded and the user reconnected to the sensor, while the pump had not yet displayed glucose readings and the user was advised of the sensor-pump pairing period with a plan to replace the sensor if readings did not appear. Symptoms included no reported adverse clinical effects. Outcomes included user education, restoration of cgm connectivity to the app, and continued monitoring for pump display of readings. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed that the cgm connection to the app was restored after setting changes and rescan, with the pump pending completion of pairing. It was concluded that the event involved signal loss between the cgm and the ilet, which resolved with troubleshooting, with no injury reported.